Event description:
The pt had reported that their meter was reading inaccurately erratic. A precision test was performed with results of 142 mg/dl, 150 mg/dl and 72 mg/dl, performed within 10 minutes of each other. The pt had also reported that the test strips were damaged. Control solution test with new test strips passed within range. The pt did not receive any medical attention or treatment. This case is reported as a product malfunction since the meter did not meet the specifications of precision testing and also due to the reported strip damage.